Event description:
The consumer reported using this product for 8 hrs to treat an injured lower back. After removing the patch she noticed the product burnt her and produced 3 blisters. The adhesive from the patch pulled the top off the blisters leaving the skin raw and sore. The consumer did not seek medical attention and self-treated the area with unk burn ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive by the manufacturer to enhance product safety and pharmacovigilance.